Event description:
Allegedly, at the beginning of a sialoendoscopy procedure, a stone extractor basket would not open and then a second one broke when the doctor tried to extract a stone. After the two extractors failed, the doctor decided to abort the procedure. Pt condition post-op was stable.

Manufacturer narrative:
We evaluated both instruments and found that one basket deploys intermittently; the basket of the second instrument (the one that broke when doctor tried to extract the stone) does not deploy and the sheathing around the guide wire near the proximal end is detached from the guide wire. Possible cause is stress/mechanical overload. Doctor stated it was a difficult case and that it was undeterminable if the breakage was due to fault of the product or was due to the difficulty of this case, also saying that they may decide that an open procedure is necessary for this pt.